Event description:
It was reported that the user experienced repeated failures to pair and scan a libre 3 plus sensor due to bluetooth connection issues, which were resolved after troubleshooting steps including toggling cgm type and restarting the phone. Symptoms included no glucose data available and dosing interruption alerts indicating dosing would stop soon and the cgm was not paired. Outcomes included temporary interruption of automated insulin dosing until pairing was restored. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that software or connectivity behavior contributed to initial pairing failures, and normal function returned after device and app restart. It was concluded that the event was resolved with standard troubleshooting and did not result in injury or require medical intervention.